Manufacturer narrative:
The report states, "per caller-reading very low, customer has replaced batteriers and used on other people and it is not reading correctly. Customer using 2 times/week and recently started using daily would like an urgent replacement. Customer reported, "when the bpm is used it reads very low like 80 over 40. It had worked just fine up until 5/26/2026. After replacing the batteries and trying it on three different people the results are the same, reads low." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The report states, "per caller-reading very low, customer has replaced batteriers and used on other people and it is not reading correctly. Customer using 2 times/week and recently started using daily would like an urgent replacement.